Manufacturer narrative:
On 12/9/2019, mentor became aware that some information was mistakenly omitted from the initial report. Upon explantation, the device appeared discolored and appeared to contain a foreign body. The appropriate device codes have been added. Per additional event information provided, the left side implant and capsule were removed from the patient. The device was used in an off label manner as it was re implanted after being removed. Per mentor IFU, mentor devices are intended for single use only and should not be re implanted. Additionally, the original date of implantation for this device is unknown, so it has been estimated as (B)(6) 2004 based on the manufacturing date of the device. On (B)(6) 2019, the product investigation was completed: device investigation summary: during visual analysis of the sample, a crease was identified in the posterior view. The gel content was discolored. However, no foreign material was observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Additionally, the mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. In regards to the discolored gel identified on the sample, some similar cases have attributed discoloration to the adherence of triglycerides or fatty acids in the breast implant gel after some time of being inside the body. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 450cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her left breast. On (B)(6) 2008, the device was removed along with the left breast capsule. The device was then re-implanted into the patient. On (B)(6) 2019, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 450cc gel breast prosthesis and a mentor memorygel breast implant 500cc gel breast prosthesis. During explantation surgery, it was observed that the left breast prosthesis had ruptured.